Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg34-j10u-us is available in the USA with a 510k number k200090 the product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, our technician confirmed that the insertion flexible tube coating damage, the us probe broken, the deflector operating knob broken, the suction channel buckled, the us connector cable (long) buckled, the deflector wire play, the root brace rubber (insertion flexible tube) cut, the us probe cut, the remote control buttons cut, the us connector cable (long) cut, the bending rubber worn out, the segment hard to move, the bending rubber gluing bubbling, however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.